Manufacturer narrative:
As of today, no additional information is available. Should information become available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited loss of capture (loc) and pacing impedances of >2000 ohms. A lead revision procedure was performed and the lead was cut a capped due to a lead fracture. No adverse patient effects were reported.